Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a pump not easily to inflate or deflate. A replacement surgery was performed, during which the physician explanted the tenacio pump and implanted a new ms pump. There were no patient complications.